Manufacturer narrative:
There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatments. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The electrode belt sn (B)(4) was returned and evaluated at zmc. As received, the belt was unable to communicate with a monitor. In addition, none of the therapy electrodes deployed gel prior to the shock delivery. Upon investigation, there was extensive corrosion on the j702 connector and the distribution node pca. The cause of the inability to communicate and failure to deploy gel was the corrosion. The cause of the corrosion was ingress of an unknown liquid. The root cause for the liquid ingress was unable to be positively identified. It was reported that the nursing facility where the patient resides did not properly change or launder the equipment. The corrosion did not preclude the device's ability to deliver a treatment defibrillation. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered one treatment defibrillation. The associated ECG strips of the treatment event (attached) show noise artifact with analog clipping. The continuous ECG recording from the sd card could not be fully recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation.

Event description:
A us distributor contacted zoll to report that a patient was treated one time while in a skilled nursing facility. The patient received one 183j pulse and the impedance value was 17 ohms. The patient's ECG rhythm at the time of the treatment is unknown. The patient continued to wear the lifevest.